Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the upper abdomen and may have developed paradoxical adipose hyperplasia in the treated area. The patient reported that the tissue is harder and more swollen than it was before treatment.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the upper abdomen and may have developed paradoxical adipose hyperplasia in the treated area. The patient reported that the tissue is harder and more swollen than it was before treatment.

Manufacturer narrative:
Corrected data: d1.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the upper abdomen and may have developed paradoxical adipose hyperplasia in the treated area. The patient reported that the tissue is harder and more swollen than it was before treatment.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the upper abdomen and may have developed paradoxical adipose hyperplasia in the treated area. The patient reported that the tissue is harder and more swollen than it was before treatment.

Manufacturer narrative:
Corrected data: g1 (name, address, email).